Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: bi71000640r, lot/serial #: unknown. (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the pendent was found to be defective. The pendant was replaced and the system was functionally checked. System working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not ready. The pendant showed generator self-test not ready. No patient was present at the time of the event.